Manufacturer narrative:
Concomitant: product ID 7426, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2013-(B)(6), product type implantable neurostimulator. Product ID 7482a51, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2014-(B)(6), product type extension. Product ID 3389s-40, lot# v210850, implanted: 2010-(B)(6), explanted: 2014-(B)(6), product type lead. Product ID 7482a51, serial# (B)(4), implanted: 2010-(B)(6), product type extension. Product ID 7438, serial# (B)(4), product type programmer, patient. Product ID 3389s-40, lot# v561214, implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
(B)(4): the consumer reported that they've had three deep brain stimulator (dbs) devices and they "are not working. No interventions, troubleshooting, potential causes or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indications for use: essential tremor movement disorders refer to manufacturer report # 3004209178-2015-15948.